Event description:
When a tube was inserted into a holder, the needle came off from the needle hub and remained in the vein when the device was being removed from the vein. There are no other related complaints on this lot. All pertinent manufacturing process and inspection records were reviewed and no issues detected.